Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the surgeon communicated to the representative that the device was not available. Concomitant devices: rotating hinge knee articular surface with hinge post extension screw, catalog #: 00588006012, lot #: 62087480, nexgen straight long stem extension 12mm x 155mm, catalog #: 00598801112, lot #: 61954674, nexgen straight long stem extension 11mm x 100mm, catalog #: 00598801011, lot #: 61779616, nexgen rotating hinge knee preocat tibial full block augment, catalog #: 00588000610, lot #: 61052434, nexgen rotating hinge knee femoral component, catalog #: 00588001601, lot #: 62086833, nexgen femoral augment block, catalog #: 00599003623; nexgen femoral augment block, catalog #: 00599003623, lot #: 07880985. Country - (B)(6). The product was evaluated, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per package insert, loosening is one of the adverse effects of total knee arthroplasty. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00389, 0002648920-2018-00390, 0001822565-2018-02535, 0001822565-2018-02602, 0001822565-2018-02603, 0001822565-2018-02604.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision due to component loosening approximately five (5) years post-operatively. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The product was evaluated through review of manufacturing records, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per package insert, loosening is one of the adverse effects of total knee arthroplasty. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change, alter any conclusions, or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.